Manufacturer narrative:
Internal file number (B)(4). Correction: device code 2017 was removed. Evaluation summary: the device was returned for analysis. The reported balloon leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported leak; however, factors that may contribute to leaks include, but are not limited to, manufacturing damage, material damage, mishandling by user, and interaction between the device and other accessory devices. It should be noted, there was no damage or leak noted to the stent delivery system during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: xta, sion blue. Guide catheter: 6fr al1, guidezilla, corsaire. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified, concentric lesion in the non-tortuous distal left circumflex coronary artery. Following pre-dilatation, the 2.25x38 mm xience sierra stent delivery system (sds) was advanced without resistance, positioned, and negative pressure was applied just prior to deployment. It was noted that blood had introduced into the indeflator; therefore, the balloon was not dilated inside the anatomy and the xience sierra sds was removed without resistance. It was confirmed that the balloon had ruptured as a pinhole was noted when negative pressure was applied outside the anatomy. A non-abbott stent was successfully deployed to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.